Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-01447. It was reported that during the implant procedure, when the physician attempted to connect the right atrial lead to the pacemaker's atrial port, the set screw was not engaged. The physician could not remove the lead as the patient was becoming agitated due to sedation. The device and lead were left implanted. The next morning, loss of capture and decreased sensing were observed on the lead. Programming change was made. The patient was stable before, during and after the procedure.